Event description:
It was reported that this patient experienced shortness of breath (sob) and tiredness. The physician optimized the patient's device programming. In addition, the right ventricular (rv) lead oversensed noise, which resulted in the pacing inhibition. The patient experienced asystole. Subsequently, a revision procedure was performed. The rv lead was electrically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received which indicated this patient passed away and it was unrelated to the implanted system. A portion of the lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, only the proximal segment was received; severed 48 millimeters (mm) from the terminal end. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient experienced shortness of breath (sob) and tiredness. The physician optimized the patient's device programming. In addition, the right ventricular (rv) lead oversensed noise, which resulted in the pacing inhibition. The patient experienced asystole. Subsequently, a revision procedure was performed. The rv lead was electrically abandoned and replaced. No additional adverse patient effects were reported.